Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, following deployment of the locator wings, when the device was pulled back it felt "sticky" like it was stuck and the physician pulled the device out of the artery. The device was removed with the locator wings in the open position. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device did not present any damage or anomaly on both its externally and internally observed components and all components were in their proper post clip deployed positions. The vessel locator was fully retracted and undamaged with the clip captured within the vessel locator wings (vlw). The reported event of loss of vessel was not confirmed. Based on the investigation, the returned device performed to specification and the cause for the reported event is related to the operational context in which the device was used. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.